Manufacturer narrative:
E1: reporting address state: (B)(6) reporting address postal: (B)(6) h10: the repair was unable to be completed, as the unit was unable to be found onsite by the field service engineer (fse). No further action was required. The device was unable to be found onsite by the fse for repair. No repair was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00384. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator/circuit was blocked. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed that the patient breathing line was blocked.